Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. As the alarm occurred in the past, troubleshooting was unable to performed. The customer changed supplies to address the alarm. Customer's blood glucose was 212 mg/dl.